Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the malfunction likely occurred due to age deterioration of the front panel unit, flat cable and main board due to repeated use of the device over time. The switches (of the front panel and flat cable) and the control function (of the main board) could have malfunctioned, causing failure in their proper operation. The investigation also identified: confirmation of suggested event; not a user misuse-related malfunction.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use the examination lamp could not be turned on when the user pressed the lamp button of the subject device, however while the auto/manual (auto/man.) Brightness button was pressed, the examination lamp was turned on. At the incoming inspection for the repair, olympus malaysia checked the subject device and found the front panel unit failure of the subject device which might have caused the reported phenomenon. It was also found that the front panel button functioned intermittently. There was no patient injury associated with this report.